Event description:
The facility representative reported a fail code 570. Information was not provided regarding whether or not the failure occurred during a patient infusion. Although baxter attempted to obtain information, the hospital representative stated that there were no reports of patient injury or medical intervention. No additional is available.